Event description:
It was reported that upon reviewing case details of a procedure performed on (B)(6) 2012 by another physician at this hospital, it was noted that the patient had died on (B)(6) 2012 after treatment of a free perforation using a 3.5x16 jostent graftmaster covered stent system. Prior to stent placement, the patient had presented with hypotension, EKG changes, cardiac arrest, and a free perforation of the saphenous vein graft (svg) to diagonal from a coronary artery bypass graft (CABG) that had been performed on (B)(6) 1995. After a failed attempt to seal the free perforation using an unspecified balloon dilatation catheter via prolonged balloon inflations, the 3.5x16 jostent graftmaster was advanced and deployed; this jostent graftmaster had initially been reported to have sealed the free perforation (per a device registration form (drf) submitted to abbott vascular on (B)(6) 2012 prior to occurrence of death). Post deployment, the patient was transferred to the hospital critical care unit (ccu) as the patient continued to bleed and experience cardiac arrest; multiple perforations were then noted. The patient was intubated, and extracorporeal membrane oxygenation (ECMO) was administered. The patient subsequently developed metabolic acidosis, and experienced additional cardiac arrest. Though prolonged cardiopulmonary resuscitation (CPR) was administered, the patient expired later that day ((B)(6) 2012) while in ccu. It was decided by the site that the death should be reported to abbott vascular as it is unknown with certainty if the jostent graftmaster has possibly contributed to the patient effects post stent implantation and to the subsequent death. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of death, hemorrhage, and perforation are known adverse events as listed in the graft master otw instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatment appears to be related to the operational context of the procedure.